Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a shaft break occurred. The anatomy location being treated is unknown. The device was retrieved without problems. Attempts to get additional information have been unsuccessful. No patient injuries or complications were reported. Patient condition listed as "stable."